Manufacturer narrative:
After discussion with hcp and review of programming documentation, the manufacturer concludes there were no procedural related programming errors, or dosing errors for the intrathecal medication. It was noted on the programming documentation the implanted catheter length, and therefore implanted catheter volume were unknown. Inclusion of the catheter volume in the priming bolus calculation was intentionally and appropriately not considered, however, could have resulted in future programming and dosing errors if a bridge bolus was prescribed.

Event description:
Manufacturer's representative reported, patient expired within 24 hours of pump replacement. The pump was prophylactically explanted after 5 years of service. The hcp reported the patient was scheduled for heart valve surgery in the future, and had several comorbidities. The surgery was done under mac anesthesia. The new pump reservoir was filled with the same drugs, and concentrations as the explanted pump: morphine 25mg/ml and bupivicaine 10mg/dl. Programming documentation was reviewed, the pump was programmed with a simple continuous infusion mode, dose/day was 3.497mg/day. The previous pump dose was 3.2mg/day. The priming bolus volume appears accurate. Hcp confirmed the existing catheter intentionally remained full of drug, and was not aspirated, nor included in the priming bolus programmed to prime the new pump with drug. The duration of the priming bolus was complete prior to the connection was made between the new pump and implanted catheter, per manufacturer recommendation. The patient was discharged home shortly after procedure ended. Hcp reported calling to check on patient at home and spouse reported she was doing fine and comfortably sleeping. Shortly after that conversation the patient "coded" at home and upon return to the hospital, was pronounced dead upon arrival. Specific timeframes, and other details prior to patient's death were not provided. The pump was buried with the patient, and an autopsy was not performed. Official cause of death was not reported.